Manufacturer narrative:
The insulin pump had intermittent down and up arrow buttons due to corroded keypad traces. No button error alarm noted. Device had cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding during a set change and then it alarmed button error. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.